Event description:
Caller reported a malfunction on the pump, identified as malfunction code 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to contact technical support if the issue reappeared. Caller acknowledged and understood the resolution.